Event description:
The facility representative reported a colleague infusion pump with a 808 failure code. Upon review of the event history log, baxter (B)(4) personnel found that failure code 808:02 interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 808:02 was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.